Manufacturer narrative:
Insulin pump was received with power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had power error detected. Customer blood glucose level was 387 mg/dl. Trouble shooting was performed. Power error detected did not reoccur within a week of trouble shoot previous occurrence. The device will be returned for analysis.